Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor contacted carefusion technical support to repot that the user interface module (uim) on one of their ventilators does not power-up. This is the only info provided by the distributor. No info provided on pt involvement and/or status.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the foreign distributor, and issued a return goods authorization (rga) number for the alleged faulty user interface module to be returned for evaluation. As of (B)(6) 2015, the alleged faulty user interface module has not been received carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.